Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was 436 mg/dl at the time of hospitalization. It was also found the customer was admitted into the intensive care unit during this incident. Customer was treated with an insulin drip for their blood glucose. The mother reported the customer received a no delivery alarm prior to the customer's hospitalization. The mother declined to troubleshoot for the insulin pump at the time of the call. The mother declined to return the insulin pump for analysis.